Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) by charge times. The it was later reported that the device had a charge time of 17.5 seconds and a voltage of 2.58 and the elective replacement indicator (eri) had been declared. The patient has elected not to get another device at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to perform a longevity calculation due to lack of device information.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device had reverted to storage mode two months prior to declaring end of life (eol). It was reported that the patient subsequently experienced episodes of ventricular tachycardia (vt) and required external shock therapy. The patient had previously refused device replacement, however, recently requested replacement. The device was explanted and replaced. No additional adverse patient effects were reported.